Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (power issue) issue. The reporter attempted to power the pump on with multiple batteries from different packages with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: on date of reported power issue multiple call service 54 alarms observed in the black box. No damage was found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. The battery cap contact height and width was found to be in specifications. Pump powers on normal with no alarms. The pump was exercised for 24 hrs with no alarms or power issues occurring. The pump was opened and no damage was found to the power circuit. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.